Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-aug-2016, an fse visited the customer site. He noticed that the claws were getting stuck when trying to drop the cup into the incubator. Then he cleaned the claws and motor from dirt built up, he ran a daily check and two cups of controls. No errors were observed. After service, the instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was the transfer cup chuck getting stuck.

Event description:
On (B)(6) 2016, a customer reported 2161 y: axis cup trans pickup failures and 6102: substrate measurement aborted errors with their aia-2000 analyzer. The customer was unable to run prog, e2, and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prog, e2, and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.